Manufacturer narrative:
Date sent to FDA: 04/14/2016. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2000 by dr. (B)(6) at (B)(6) medical center. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted concurrently with a sacrocolpopexy, rectopexy, tah, and paravaginal repair due to uterine prolapse, cystocele, rectal prolapse. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.